Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was displaying a memory fault indicating that the device was in a fallback mode with single zone therapy. The physician elected to explant the ICD and new device was successfully implanted. Additional information indicates that the patient had undergone radiation treatment in the proximity of the device prior to the memory fault being observed and that the device had not been shielded.